Event description:
Ous MDR - the day after implantation it was reported, that there was no capture. The lead was repositioned and reconnected to the pacemaker. The loss of capture was reproducible. The physician implanted a new pacemaker which stimulated and detected correctly.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Furthermore, the impedance measurement functions of the device were tested and proved to be fully functional. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - the day after implantation it was reported, that there was no capture. The lead was repositioned and reconnected to the pacemaker. The loss of capture was reproducible. The physician implanted a new pacemaker which stimulated and detected correctly.